Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve in aortic position. Approximately 4 years and 2 months later, the patient is scheduled to be treated due to aortic insufficiency. Per follow-up with the fcs, the account was back and forth due to certain risks with thv in thv and decided to go a surgical route instead. It is unknown if any surgery has been performed yet.

Manufacturer narrative:
Investigation is ongoing.